Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2014 at approximately 8:30 am. She tested back to back on the subject meter and observed values of ¿89 and 187 mg/dl¿ performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. It is not known what range the patient considers to be normal. The patient manages her diabetes with an unknown type/dose of insulin and is a self-adjuster and she reported that immediately after testing at 8:30am she administered 30 units of insulin based on the meter readings. Approximately 2 hours after testing, she claimed she developed symptoms of ¿light headedness and shaking.¿ it is not known what, if any, treatment was received. No other device was used for testing. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the samples were obtained from the same approved sample site. The testing technique was correct. A control solution test was not performed because the patient did not have any control solution available. Replacement products have been sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient claims she obtained an inaccurate high, erratic readings on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 - 9/18/2014 device evaluation: the lay user/patient¿s meter and test strips have been returned on 9/9/2014 and 9/9/2014, evaluated by lifescan product analysis on 9/10/2014 and, the strips are pending testing,with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. Retain testing was completed on 06/02/2014. The retain test strips passed all testing. A DHR (device history record) was completed on 06/13/2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (10/08/2014). The lay user/patient¿s test strips have been returned on 9/9/2014 and evaluated by lifescan product analysis on 10/06/2014 with the following findings: the test strips passed all testing with no faults found, the primary complaint could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.